Event description:
It was reported that a kink of approximately 30 degrees was found in the stylet near the distal end of this right atrial (ra) lead during unpacking. An attempt was made to use this ra lead, but the screw mechanism failed to extend. This ra lead was replaced and not implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried body fluid around the helix. A helix mechanism test was performed and failed after 15 turns due to the helix housing being obstructed by dried blood and body fluid. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. No lead issues were noted that would have made the observed lead damaged, helix difficulty and a failing helix mechanism test more likely than what is documented as known inherent risks of the use of this lead. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that a kink of approximately 30 degrees was found in the stylet near the distal end of this right atrial (ra) lead during unpacking. An attempt was made to use this ra lead, but the screw mechanism failed to extend. This ra lead was replaced and not implanted. No adverse patient effects were reported.